Event description:
When looking at x-ray at a surgeon's office, it appeared that the tibial component had broken in half. The implant in fact did not break and failed due to a tibial plateau fracture the patient had while working in his yard. We revised the tibia with a stemmed tibia. Patient is very large, muscular and active.

Manufacturer narrative:
(B) (4). Evaluation summary: x-ray images were included with the complaint report. The images includes are consistent with the descriptions. The patient is described as a (B) (6)male with a large build, (B) (6), (B) (6) tall, with a high activity level. Note: it is indicated that patient height and weight are estimates. Based on the information given, the failure appears to be due to the tibial plateau fracture, and there appears to be no alleged product deficiency. Evaluation: no product was returned. Review of device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.